Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earli ER than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.